Event description:
It was reported that the direction of tiemann was different.the protrusion of funnel did not face the direction of tiemann. It was later reported that the tip of the catheter was curved incorrectly.

Manufacturer narrative:
The reported event was confirmed. The indicator was secured between the thumb and finger, and the direction of the coude curve was observed to be to either side of the indicator. The indicator is intended to be inline with the direction of the coude curve. The catheter shaft was able to be straightened with light pressure and the indicator was in line with the direction of the coude curve. However, when the pressure was removed, the catheter returned to its twisted configuration. It appeared that the latex cured or settled in a manner such that a twist in the shaft was created, which offset the indicator from the direction of the coude curve. There is no specification for the tolerance of variation in the direction of the coude curve relative to the indicator, only that the indicator must be present. Although the reported event was confirmed as a manufacturing related issue, a root cause could not be determined. A potential root cause for this reported event is the product drying process was too short, resulting in a catheter with a wet inside layer of latex that can cause breakage or torn funnels. An additional potential root cause of the reported failure is the coude indicator was in an incorrect position, resulting in a catheter that fails to provide a visual cue for direction of insertion. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "peel to open bardex® foley catheter caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 15cc balloon: use 20ml sterile water 20cc balloon: use 25ml sterile water 30cc balloon: use 35ml sterile water 40cc balloon: use 45ml sterile water 75cc balloon: use 80ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Bard and bardex are registered trademarks of c. R. Bard, inc. Or an affiliate. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Pd-50201 10/00 c. R. Bard, inc. Covington, ga 30014 www.bardmedical.com 1-800-526-4455"

Event description:
It was reported that the direction of tiemann was different.the protrusion of funnel did not face the direction of tiemann. It was later reported that the tip of the catheter was curved incorrectly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the direction of tiemann was different. The protrusion of funnel did not face the direction of tiemann. It was later reported that the tip of the catheter was curved incorrectly.